Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: a review of the pump¿s black box revealed multiple no cartridge detected warnings. The load step malfunction was not duplicated during investigation. The force calibration passed within specification. The pump was opened and there was moisture found on the force sensor pins. The battery compartment was found to be cracked. Additionally, the pump powered on to a dim and discolored display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.